Event description:
The patient was hospitalized due to status epilepticus lasting for approximately 6 hours. The patient's vns was interrogated, and was found to be disabled due to error code 10. System diagnostics were performed twice, and error code 10 was seen each time. Error code 10 is commonly associated with burst watchdog timeout error. Internal investigation found that this error may occur for certain m106 generators when the autostimulation output current is programmed to a value greater than or equal to the magnet mode output current, resulting in generator disablement. It was confirmed that the magnet and autostimulation output currents were programmed to the same value, and therefore the pulse disablement and loss of therapy can be attributed to the burst watchdog timeout error. After the magnet output current was increased, no further errors were seen and vns system diagnostics were ok. No additional relevant information has been received to date.